Event description:
The customer reported that the system exhibited "pre-charge errors" upon system start up. This error is likely to prevent the system from booting up to a usable state. No pt death or serious injury was reported related to this event.